Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. Upon evaluation the stm discovered that the volume cylinder (bimba) dark hose had collapsed. To fix the issue the stm replaced the bent/collapsed hose and retested the iabp for autofill failures. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cs300 intra-aortic balloon pump. It is unknown under which circumstances this event occurred, however there was no patient involvement or adverse event was reported.